Event description:
It was reported that the patient had experienced a change in therapy effect and a return of symptoms. At the end of (B)(6), the patient has had a drastic change in therapy. The patient indicated that it went from working very well with a 90% reduction in pain to massive pain in the spinal cord, pressure at the base of the skull and near his heart. The patient reported that almost all of the pain has returned. The patient had a CT myelogram ordered and the pump dose was increased on (B)(6) 2011. There was no change in symptoms despite the dose increase. It was noted that since august, the patient has "tripped and fell". The patient did not feel that this was any big deal and he got right back up but it did "jar" him. It was also noted that the patient experienced ticks, hallucinations, and seizures/myoclonic episodes since he came off his oral opioid medication, which he was on for 13 years. The patient takes xanax to control these symptoms. The pump was used to deliver dilaudid and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).